Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100ct gr no pt roche experienced leakage. The following information was provided by the initial reporter: some pen needles accu-fine (4mm) were leaking when the customer wants to take an insulin injection the customer changed immediately the needles with new ones and the problem stopped. Unused needles from the same lot that had the same problem.

Manufacturer narrative:
Investigation: seven sealed and intact 32g x 4mm pen needle samples were returned from lot. No. 7241729, cat. No. 320678. A clog test was carried out on seven samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100ct gr no pt roche experienced leakage. The following information was provided by the initial reporter: some pen needles accu-fine (4mm) were leaking when the customer wants to take an insulin injection --- the customer changed immediately the needles with new ones and the problem stopped. Unused needles from the same lot that had the same problem.